Event description:
On (B) (6) 2010, the patient was implanted with an scs system. On (B) (6) 2010, the patient reported feeling a burning or stabbing sensation at the ipg site as well as a pulling feeling when the stimulation is turned on. On (B) (6) 2010, the sales representative met with the patient and ran a diagnostic on all of the lead contacts. Impedance was normal. Patient was able to feel the stimulation but it was extremely painful. An x-ray was taken and revealed no visible abnormalities. On (B) (6) 2010, the patient's ipg was replaced. As of 04/06/2010, the patient is satisfied with the new ipg and no longer feels a burning sensation at the ipg pocket.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.